Manufacturer narrative:
Evaluation begun but no conclusions have been made.

Event description:
During preparation for cardiopulmonary bypass, the centrifugal pump displayed an "overspeed" message and stopped. The pump was replaced with another device. There was no reported adverse consequence to the pt as a result of this event.